Manufacturer narrative:
The field service engineer (fse) discovered the exhaust bottle full which created a clog that prevented the instrument from sufficiently releasing the waste. The fse routed the exhaust tubing into an open pan to allow for evaporation to resolve the issue. The customer also experienced overflow in sample pot of ion selective electrode (ise). The fse redirected the nozzles to adjust for proper flow and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid on the floor during system weekly maintenance involving au480 clinical chemistry analyzer with ise. One patient slipped and fell against a table, but there was no injury and no medical attention was sought. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient samples were not analyzed and results were not generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.